Manufacturer narrative:
Device was used for treatment, not diagnosis. Year of birth (B)(6). Patient ethnicity and race was not provided for reporting. UDI #:(B)(4), UDI: (B)(4), upc = (B)(4), expiration date= na, lot number = (10)1038a. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on april 3, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A (B)(6) female consumer called to report that she had to go to urgent care to remove a johnson and johnson band-aid brand first aid product non-stick pad. The consumer stated to only have used the one bandage for the wound on her right leg. Consumer indicates that on (B)(6) 2018 she had tried taking the pad off the wound, but was unsuccessful. For treatment the consumer tried soaking the pad in the bathtub, but was unable to remove the pad. The consumer reports that on (B)(6) 2018 she went to urgent care where the pad was removed by a doctor and she was discharged the same day. The consumer has also indicated that skin came off when the bandage was removed and that once the doctor had removed the pad it was replaced with one of the urgent care¿s bandages. The consumer indicated that she used an antibiotic ointment when applying the initial bandage to the wound. The consumer reports that she still feels soreness in the affected area that the adhesive was removed.